Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for the peritonitis. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy not reported). At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
On an unreported date, extraneal therapy was discontinued. On an unreported, dianeal and extraneal therapies were reintroduced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (previously reported as (B)(6) 2016). Concomitant product(s): dianeal n, 2.5%; extraneal. It was reported that the peritonitis event was the first and occurred while the patient was on apd therapy. The cause of the event was unknown. On an unreported date, the patient began treatment for the event with cefazolin (dose, frequency and route not reported). It was reported that subsequently, peritoneal cloudy effluent was repeatedly observed and the peritoneal dialysis (pd) therapies were suspended due to the event and later resumed (dates unspecified). At the time of this report the peritonitis was resolving and the patient was recovering from the event (previously reported as recovered). Should additional relevant information become available, a follow-up will be submitted.